Event description:
It was reported that during a da vinci assisted surgical procedure, the maryland bipolar forceps instrument had the metal tip slip out of the plastic. The procedure outcome is unknown. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no pins were sticking from the instrument. The black plastic part (tube) slipped out of the metal tip during the procedure. The doctor did not create an additional port when removing the instrument. The instrument was removed along with the cannula because a defect prevented the instrument from being removed through the cannula. No components were detached from the instrument. The instrument components were separated. Nothing fell into the patient's body.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.